Event description:
Patient reports the pump that was just received is not recognizing the cassette, the patient tried changing batteries and tried changing 3 different cassettes and the pump kept alarming to insert cassette, serial number is # (B)(6), the patient is using backup pump. Troubleshooting was done and not able to resolve the issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not applicable as no pump issue was reported. IV remodulin patient using cadd solis. " did the reported product fault occur while in use with the patient? No " did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return " did we replace device? Yes; " did the patient have a backup device they were able to switch to? Yes; " if yes, was the patient able to successfully continue their infusion? Yes; " is the infusion life-sustaining? Yes;" what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.